Manufacturer narrative:
Internal reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062 user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes ¿ dizziness. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-6 accompanied by symptoms blood glucose test results. (B)(6)/sister called on behalf of the customer. The expected fasting blood glucose test result range was undisclosed. The customer did report symptom of dizziness. Medical attention was not reported as a result of the actual blood glucose results or reported symptoms. The product storage location was undisclosed. During the call a back to back blood test was not performed by the customer and produced the test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Complaint summary: sister stated she left customer and customer was feeling dizzy at the time, she tested customer with her meter, and the result was over 300mg/dl, sister called doctor office, and doctor is getting back to her. Technician to follow up with sister.